Event description:
It was reported that the fiber tip came off while inserting fiber into cystoscope. The procedure was completed with another fiber of the same model. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this greenlight moxy fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The glass cap and metal cap were detached and not returned with the fiber. Therefore, the levels of devitrification and detritus could not be determined. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The device evaluation confirmed the reported observation of fiber tip separated.

Event description:
It was reported that the fiber tip came off while inserting fiber into cystoscope. The procedure was completed with another fiber of the same model. No patient complications were reported.